Manufacturer narrative:
Without defective sample or photo for us is very difficult to determinate the root of cause, however; according with provided information by customer this defect could be related with an incorrect activation of the device. We were not able to associate the reported defect to the mfg. Process this defect is not common in our process. Instruction sheet d16962, show correct way to perform this activation. See attached. DHR did not showed evidence of an issue related to the reported by customer. P-eura rm5942 show the procedures used to assemble this product. We apologize for the inconvenience that you have with our product and encourage you to send us the defective sample to perform a better investigation of the root of cause we could not found the exactly root cause of the issue since no sample or photo was returned for evaluation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter system malfunctioned during use as the safety device failed exposing metal wire. There was no report of injury or medical intervention needed.